Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - postlaminectomy pain. It was reported that there were problems with charging and the patient was seeing some icons, a doctor with a stethoscope. Patient services (pss) tried to troubleshoot to see what code was, reviewed different codes going on, caller was not seeing anything during the call however would document next time they see something. Caller stated they were seeing the message on both remote and recharger. Pss reviewed possible messages. Caller stated patient only maintains one box while charging. Pss reviewed it could take longer to charge if only getting one box. No symptoms reported. No further complications were reported/anticipated.